Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: major bleed: the root cause of major bleed could not be determined as insufficient clinical details were provided. Device history lot: device lot: n/a. Device history batch: subcomponent lot: n/a. Device history review: phr review is not possible since the serial number of device is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Post explant groin bleed requiring protamine and fem stop. Checked on the patient after interventions above done and the groin looked much better. Patient is stable.